Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown cathena blood leaks out of control plug. It was reported by customer that IV the blood control valve didn't work and blood spilled out all over the floor. When clinician went to start the IV the blood control valve didn't work and blood spilled out all over the floor.